Event description:
Voluntary medwatch received states the patient lead presented with loss of capture. No intervention or adverse patient consequences were reported and the lead remains implanted.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5157806.